Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she put in a new battery in the insulin pump but sometimes it does not turn on. Customer thinks there might be something wrong with the metal piece inside of the battery cap. Customer stated, there is also a crack in her reservoir compartment. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting for the blank display.

Manufacturer narrative:
All operating currents were within specification and no unexpected blank display was noted. The insulin pump was received with minor scratches on the display window, a broken reservoir tube lip and a cracked battery tube threads.